Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead has been fractured for over a year and the impedance was high. The patient was not using the device but recently they noticed some transient 2:1 av block and decided to explant the lead and replace it. No patient complications have been reported as a result of this event.